Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional observation not was scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that during the reprocessing of a mega suturecut needle driver instrument, a wire was broken at the distal end after removing it from a sonic cleaner. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.